Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. After changing batteries and restarting, the pump alarmed a21.  The customer¿s blood glucose level was 220 mg/dl at the time of the incident. No events leading to event were provided by the customer. The customer did not wish to troubleshoot and was advised to monitor the pump and call back when the event appears. The insulin pump will not be returned for analysis.